Event description:
This lead was capped due to loss of capture while replacing the device due to eri. The physician turned off the atrial port and this lead was not replaced. Should add'l info become available this file will be updated.